Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous internal carotid artery. A nav 6 emboshield advanced to the lesion, and then pre-dilatation was performed with a 4.0 x 20 mm viatrac balloon catheter. A decision was made to use a 7-10 x 40 mm acculink stent to cover the lesion, but the stent shortened when it was deployed and did not completely cover the lesion. And, therefore another 7-10 x 40 mm acculink stent was used to cover the lesion and successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.